Event description:
Plaintiff was employed as a nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: anaphylactic reactions, respiratory problems, and related mental and emotional distress.